Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Patient code should have been 2199 in initial report.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-30873. It was reported that patient¿s scs (spinal cord stimulator) system was not implanted properly. As a result, surgical intervention was undertaken on (B)(6) 2014, wherein the entire system was explanted.